Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.

Event description:
Customer reported a set was received with a note indicating a leak noted directly beneath the buretrol. This represents all known information about this event. No additional information was provided.